Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported patient or user injury, and the case was completed successfully.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the sag head was seized. Service performed a cleaning, lubrication and adjustment. The blade mount, front housing and bearings were replaced.